Event description:
It was reported that during procedure, the right ventricular (rv) lead failed to pace. The lead was not used and the physician elected to complete the procedure with a different lead. The patient was noted as stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece with the helix bend and clogged with blood/tissue which is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage. No other anomalies were found.